Manufacturer narrative:
Results of investigation: it was reported that during inspection of a total hip replacement the polarcup reducer part for impactor (75023344), which intent use is in treatment, was missing form tray due to being broken and discarded. To date no device was returned and no batch number was communicated. A thorough investigation could therefore not be conducted. The reported damage of the device can not be confirmed, no pictures were received either. However there are several complaints for this specific type of instrument, which reported a damage or broken component, but without the needed information we can not determine batch related issues in this case. This complaint will be closed. No findings are available and the root cause can not be established. Should additional information get available in future this complaint will be re-assessed and further investigations can be performed. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Smith + nephew will monitor this device for similar issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection of a total hip replacement the polarcup reducer part for impactor was missing form tray due to being broken and discarded. No case involved.